Event description:
It was reported that the pt had a hysterectomy in 2005 because of prolapse, repaired with a perigee mesh implanted on (B)(6) 2005. Six months later she needed "reticle" repaired with another manufacturers mesh product. The pt reported that she had been in pain since, and everything slowly got worse until she had trouble walking because of the pain. She reported to her physician that she had pain, bleeding, pain with having sex, cramping, and that her husband could feel the mesh. The pain in her hips kept getting worse and she cannot stand for very long and can hardly get up if she sits for too long. Pt reported that she is going to have the mesh removed if she can. No treatment has been performed to date. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.